Manufacturer narrative:
This ipg serial number is included in a field advisory. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt's ipg turned itself on, and the pt felt an overstimulation sensation. The pt was able to turn the ipg off once she had access to her programmer or magnet. F/u on the pt on (B)(6) 2011 found that the issue still existed. The physician decided to explant the pt's system on (B)(6) 2011. No further pt complications were reported.